Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized. The following is from medical records received from the pt's treatment facility. The pt presented very weak and with a hemoglobin of 6.8. She was transfused with two units of packed red blood cells. There were no active signs of bleeding. The pt underwent a thoracentesis with approximately 500ml removed from the left chest. A decortication and vats was recommended and the pt elected not to have the procedure. She was discharged (B)(6) 2014.